Event description:
A MFR's representative read "> 4000 ohms on all of the bipolar pairs" during a battery replacement. It was unk if the impedances were normal before the procedure because the battery was at end of service. The representative disconnected the extension and "ran impedances through snap lid." It was determined that a lead was fractured. The lead was replaced. The pt was not injured and had "great coverage with stimulation." A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).